Event description:
New information notes that the atrial lead exhibited noise during follow up on (B)(6) 2014. The patient would be scheduled for an intensive follow up, to check existence of noise after using a oral appliance due to apnea syndrome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. The lead remained implanted.